Manufacturer narrative:
Initial report sent: 08/20/2007.

Event description:
Procedure type: lap chole. According to the reporter, the balloon exploded when air was blown into the cavity. After the device was removed a scrape was found on the device. Nothing fell in the surgical cavity when the balloon exploded. No pt injury was reported. No further pt information was released.